Event description:
In 1993, the cryopreserved aortic valve and conduit in question was implanted into a patient with a history of aortic valve regurgitation and insufficiency and aortic stenosis. In 2002, it was reported that the patient developed severe aortic regurgitation. Approximately 7 years post-op, the patient underwent replacement of the valve with another cryopreserved pulmonary homograft.